Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated for the malfunction code leakage (source/cause cannot be identified, only use when a specific malfunction cannot be determined). The lot 6004459 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for lot 6004459 were previously tested in (B)(4) on 28/aug/2024. Test results: visual test on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing. The lot 6004459 was manufactured according to the work instruction (wi) version 95 and packaging in the multivac 10, on 27/nov/2023, with a total of (B)(4) units. Welding. The lot 3l04264 was manufactured according to the wi version 33 welding in the machine ls24, ls25 & ls11 on 26/nov/2023, with a total of (B)(4) units. The lot 30l3193 was manufactured according to the wi version 33 welding in the machine ls24, ls25 & ls11 on 24/nov/2023, with a total of (B)(4) units. The lot 3l04239 was manufactured according to the wi version 33 welding in the machine ls06 & ls07 on 24/nov/2023, with a total of (B)(4) units. Gluing of connector: the lot 3l03201 was manufactured according to the wi version 36 in the gluing of connector in the line 3, on 25/nov/2023, with a total of (B)(4) units. The lot 3l04270 was manufactured according to the wi version 36 in the gluing of connector in the line 3, on 26/nov/2023, with a total of (B)(4) units. The lot 3l02897 was manufactured according to the wi version 36 in the gluing of connector in the line 3, on 21/nov/2023, with a total of (B)(4) units. The lot 3l04271 was manufactured according to the wi version 36 in the gluing of connector in the line 3, on 27/nov/2023, with a total of (B)(4) units. Gluing of tubing. The lot 3l04252 was manufactured according to the wi version 57 in the gluing of tubing in the machine sc05 & sc06, on 26/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in databse on 28/apr/2025 against malfunction code leakage (source/cause cannot be identified and lot 6004459 and no other complaint has been registered in databse for the same lot 6004459 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an event of infusion set was leaking on (B)(6) 2024. The infusion set had been used for around 3 days. No further information was available.